Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited increase in right atrial (ra) impedance, noise, oversensing and high pacing threshold measurement. Appropriate and inappropriate mode switches were noted due to ra noise. In addition, high, out of range, right ventricular (rv) pacing impedance along with high pacing thresholds were observed. Boston scientific technical services (ts) discussed troubleshooting options and possible causes. Additional information received that the cause was not determined and that patient will continue to be monitored. The ICD and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.